Manufacturer narrative:
(B)(4). Date sent: 4/14/2017. Batch # n56r80. The ec60a device was received for analysis with the clamping mechanism damaged and with an ecr60g cartridge reload loaded on the device. The reload was received fully fired. No functional test could be performed due to the condition of the returned device. The device was disassembled to verify internal components and the closure trigger top was found broken. It is possible that the device was clamped over an excess of tissue or a hard object, resulting in the damage to the closure trigger. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.

Event description:
It was reported that during a recto-sigmoid resection procedure, use of the device. The device remained closed after stapling and cutting. The device was used according to the instruction of use. The surgeon had to force on the handles in order to open of few millimeters the device to release the recto-sigmoid section. Use of another like device to complete the procedure. There were no adverse consequences for the patient.